Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection. The patient was treated with IV antibiotic. No additional adverse patient effects were reported. The pacemaker was explanted.